Manufacturer narrative:
The lot number was not provided; therefore, the DHR could not be reviewed. The product was not returned; therefore, a definitive root cause of the complaint was not determined. Because a lot number was not provided, it was not determined if the complaint product was manufactured before corrective actions were implemented for similar complaints. There was no patient injury.

Event description:
On one patient the u-wing introducer did not split and left a piece of metal/sheet around the PICC. Clinician was unable to remove metal/steel piece around PICC so line was removed disconnected. Unsuccessful placement and patient was sent to or for a placement of a broviac.